Manufacturer narrative:
Based on the info this is deemed a serious injury. This complaint has been reviewed and evaluated based on the risk analysis and related risk documentation in the convatec master harms list and determined to have the following severity rating for the reported event. Severity rating: 4" (may result in serious injury or deterioration in state of health, necessitating medical or surgical intervention; possible permanent impairment of a bodily function or permanent damage to a body structure.) It is reported that the peristomal skin is cleansed with warm water and dial soap while in the shower. The affected site is currently being treated with stomahesive powder. End-user was provided instructions on skin care and crusting technique through the use of stomahesive powder and skin protective barrier wipes. No additional event/pt details have been provided to date. A return sample of evaluation is not expected. Should additional info become available a follow-up report will be submitted. Reported to the FDA on (B)(4) 2013.

Event description:
Wife of end-user reports skin presents with a "red, raw rash" located at the right lower quadrant occasionally under wafer's mass extending under the tape border. This rash began about two weeks ago, and size of rash is undetermined.